Manufacturer narrative:
The actual date of event is unknown. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an issue with the device. The logs show error codes 240.4150, 260.4130. This was reported to bd representatives during their site visit. There was no information on patient involvement.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : initial reporter e-mail, imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of channel error codes 240.4150 and 260.4130 was confirmed through a review of the logs provided by the facility. External and internal inspection could not be performed, since no devices were returned for this investigation. No devices were not returned for investigation; therefore, facility provided associated logs of suspect and concomitant devices for investigation. According to the suspect pump module s/n (B)(6) event log on 27 january 2025, at 2:05:30 am the pump module was attached to the concomitant pcu s/n (B)(6) as channel b, at 3:23:14 am an infusion with rate of 546ml/h and vtbi of 200ml was loaded, at 3:31:27 am alarmed for occlusion, until 3:52:01 am after multiple attempts to run the infusion the user pressed key unit channel off. Error log review confirmed the reported error code 240.4150 (lvp_bottle_pressure_ss: sensor_broken_high_failure) which indicates failure in bottle pressure sensor system during the time of the infusion, between 3:27:27 am to 3:48:26 am. Error log review of the suspect pump module s/n (B)(6) confirmed the reported error code 260.4130.0 (sensor_supply_high_voltage_failure) which indicates failure on sensor supply voltage, six (6) times on the same day during a boot up, due to log limitations, it was not possible to determine the specific day and time these codes occurred. No relevant errors were recorded in the error log for concomitant pump module s/n (B)(6) and pcu s/n (B)(6). Pcu battery log did not show any relevant records. Per channel error tip sheet, the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the reported error codes 240.4150 and 260.4130 were confirmed through a review of the provided logs; however, the root cause was not identified, since there was insufficient information. There was no product returned to be examined and tested.

Event description:
It was reported an issue with the device. The logs show error codes 240.4150, 260.4130. This was reported to bd representatives during their site visit. There was no information on patient involvement.